Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) amia automated pd sets leaked from unknown locations on the tubing. The reporter stated that this was identified during testing for peritoneal dialysis (pd) therapy and that the patient was not connected at the time of the events. There was no report of patient injury or medical intervention associated with this event. No additional information is available.